Event description:
It was reported patient's implantable neurostimulator (ins) "used to be hard and firm." As of the date of this report, it "felt like there was a bubble inside" that the patient "could push around." The area was sore for the patient and described as "tender." It was indicated, the patient had a fall around (B)(6) 2012 where they broke their wrist and were admitted to the hospital. A loss of therapeutic effect was reported. A week previous to this report, it was noted the patient had "terrible" pain in the ins area, when getting into the car or bending over. In addition, the patient felt pain when getting out of bed. It was further noted the patient had a "gradual" return of symptoms. It was indicated, the patient would "leak" when they coughed, as well. It was noted the patient had an appointment scheduled with their healthcare provider in (B)(6). A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28 lot# va00s9q, implanted: 2012 (B)(6), product type lead (B)(4).

Event description:
Additional information received reported that the patient fell and dislodged the lead. A diagnostic image was taken on (B)(6) 2013 that showed the lead intact but not in its original place. The associated signs and symptoms were that the patient had ¿no response what so ever.¿ the patient wanted the lead ¿redone.¿ hospitalization was not required and the patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).